Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs received. X-rays taken show superior migration, one of the screws looks to have loosened. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI # n/a. Concomitant medical products: part # 113633, lot 395580 (stem); unknown 36mm +6offset glenosphere; unknown 44x36 +3 retentive bearing tray; unknown mini baseplate; unknown 30mm central screw; unknown 25mm screw; unknown 15mm screws, (qty:2); unknown 20mm screws, (qty:2). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019- 02556 0001825034 - 2019 - 02557. Patient not revised.

Event description:
It has been reported that patient experienced pain and superior migration with possible screw loosening two (2) years post revision surgery. No additional patient consequences were reported.